Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The user's blood glucose (bg) level ranged from 250 mg/dl to 96 mg/dl. The user addressed bg level by changing the supplies and delivering a bolus via the pump. System check could not be performed with tandem technical support as all the supplies were changed.